Manufacturer narrative:
(B)(4). Subsequent to the initial report, information was received, indicating that the study physician has deemed the myocardial infarction (mi) with revascularization in the 1st diagonal artery, a non-target vessel, as un-related to the study device or study procedure. Although the mi with revascularization is not related to the implanted xience xpedition stent implanted in the distal circumflex artery or study procedure, this event has been reported; therefore, it will remain reportable. There was no reported device malfunction and the product was not returned. There is no indication of a product quality issue with respect to manufacturing, design or labeling of the device.

Event description:
Subsequent to the initial report, information was received, indicating that the study physician has deemed the myocardial infarction (mi) with revascularization in the 1st diagonal artery, a non-target vessel, as un-related to the study device or study procedure. Although the mi with revascularization is not related to the implanted xience xpedition stent implanted in the distal circumflex artery or study procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure with implantation of a 2.75 x 38 mm xience xpedition stent in the distal circumflex artery. On (B)(6) 2015, the patient was re-hospitalized with myocardial infarction. A revascularization procedure was performed, with implantation of two stents. The event resolved on (B)(6) 2015. No additional information was provided.